Event description:
The patient was placed on the table and the table shifted, placing the patient in a trendelenburg position. The staff and surgeon were able to prevent the patient from falling on the floor. No patient injury. The manufacturer evaluated the table and found that the cpu was not working and replaced it. Since we were given no warning that there was a problem with the table before it malfunctioned, we are concerned that this may occur with our other table.